Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator generated an alarm when the silence button was pressed by nurse for suction. The ventilator rebooted and was generating error codes repeatedly and the safety valve opened. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) inspected the device and could not duplicate the reported condition. The ventilator passed all testing per manufacturer specifications and was returned to the customer. If information is provided in the future, a supplemental report will be issued.